Event description:
The patient contacted animas on (B)(6) 2013 alleging that the clock on the insulin pump was losing time. The patient stated that the time on the pump has to be corrected when the insulin cartridge is changed. The patient stated the pump loses a couple of minutes each week. There was no reported adverse event associated with this complaint. This complaint is being reported because the inaccurate time issue remained unresolved.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.